Manufacturer narrative:
Correction: please note, conclusion code 11 and result code 3233 no longer apply to this report. H3. Analysis of the returned lead found that broken conductors in the body of the lead due to overstress/damage. The complete lead was received for analysis. Visual inspection of the connector end revealed that the #0 connector sleeve was slightly crushed. Setscrew marks were observed in the correct location. Visual inspection of conductors revealed that the # 0, 2 and 3 conductor wires were fractured at 5.3 cm from distal end. It was also observed that conductors were stretched. The observations were consistent with explant damage. Visual inspection of the outer insulation revealed that there was degraded insulation from metal ion oxidation (mio) category 1, cosmetic environmental stress cracking (esc) on the outer insulation in between electrode sleeves, suspected body fluids observed in the lead, and melted outer insulation. Visual inspection of the tines revealed that there was cosmetic esc on the tines, the tines were folded back, and the marker band had moved from its original location. Electrical testing determined that the continuity of the conductors was not complete. There were no shorts observed between the conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: unknown, UDI#: unknown, implanted: 2014, explanted: 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that there was a loss of therapeutic effect, and the lead was defective. It was noted that a measurement of impedance was performed, and impedance was greater than 4000 ohms. The lead was replaced, and the issue was resolved. The is sue occurred during normal use. The serial number of the neurostimulator, and the lot number of the lead were unknown. It was noted that the neurostimulator was implanted in 2014, but the exact date was unknown.